Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, harmonic ace (ha) teflon pad fell out. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the teflon pad was detached completely from the instrument. The fragment fell inside the patient¿s anatomy and was retrieved during the same procedure. No post-operative test was performed. The instrument did not collide with any other instrument or tool during the procedure. The customer stated that there was no patient injury due to the issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The harmonic ace instrument had the teflon pad missing from the distal end. The teflon pad measured approximately 0.101" x 0.423" and was not returned.